Event description:
Patient presented to the physician with ongoing facial spasms. Imaging was performed where the physician suspected electrical leakage. The physician brought the patient into the or for an exploratory revision procedure. Upon opening the neck incision, the physician found that the stimulation cuff had dislodged and separated from the lead body. The stimulation cuff had migrated to the mandible. The physician determined that retrieving the cuff would expose the patient to greater risk and decided to leave the cuff behind in the patient. Physician removed the stimulation lead body, placed a new stimulation lead, and closed.